Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address second revision thr due to instability. Patient underwent primary thr where a corail pinnacle thr was implanted. Patient subsequently dislocated and was brought back to theatre for a head and poly liner exchange with the hope that this would assist in stabilising the joint at the time of this revision the liner was exchanged to the ones listed above, along with additional pinnacle screws used to secure the acetabular cup. Patient has recently presented at the (B)(6) hospital with a dislocation of the hip following a fall. A decision was made to open the joint, asses the hip and make a decision on how to move forward. On opening the joint the femoral stem was noted to be somewhat anteverted and well fixed. The head and liner were removed and a new constrained liner and longer head implanted.